Event description:
He consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on multiple dates. This MFR. Report addresses test two (2) of three (3). The consumer tested positive twice with the binaxnow covid-19 antigen self-test on (B)(6) 2023. Testing (unknown platform and brand) was performed at a doctor's office on (B)(6) 2023 that generated a negative result. The consumer repeated testing with binaxnow covid-19 antigen self-test on (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
No further action will be taken under this report. Any further information regarding this event will be reported under manufacturer report number 1221359-2023-00644. H3 other text : single use, device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on multiple dates. This MFR. Report addresses test two (2) of three (3). The consumer tested positive twice with the binaxnow covid-19 antigen self-test on (B)(6) 2023. Testing (unknown platform and brand) was performed at a doctor's office on (B)(6) 2023 that generated a negative result. The consumer repeated testing with binaxnow covid-19 antigen self-test on (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.